Event description:
Procedure type: c-section. According to the reporter: the tip of the needle broke while in use on patient. The broken needle was retrieved from cavity. However, another needle also broke and doctor did not notice it until they finished closing abdomen. Since the broken tip could not be found outside the patient's body, they had to re-open the abdomen. It was not reported if the broken tip was found. Operating time had to be extended. No bleeding was reported.

Manufacturer narrative:
(B)(4).